Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed drawer was unable to be recovered. The field service engineer (fse) located the affected station and manually unlocked the mini drawer. To release the mini tray obstruction caused by medication, the drawer was manually cleared, and the error condition was removed. No error messages were present on the screen after corrective action was completed. The customer subsequently performed multiple inventories counts successfully without encountering any further errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.5 failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.